Manufacturer narrative:
The device was evaluated by olympus and the evaluation confirmed the user¿s report. The evaluation found the cause was a faulty cable unit. The coupler base plate was found to be bent causing a rough rotation and off-centered image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus a jumpy and intermittent image on the otv-s7proh-hd-12e, hd autoclavable camerahead during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The legal manufacturer (lm) performed an investigation and determined the most likely cause of the image disappearing intermittently was the cable unit breaking down due to the user putting a load on the cable. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The instructions for use (IFU) state the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.